Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, resistance removing the catheter occurred. The procedure treated the 97% stenosed target lesion located in the calcified mid left anterior descending artery. There was a 15° bend in the vessel. Pre-dilation was performed with a 2.75mm apex balloon and there was a lot of waste on the balloon showing calcium in the run. A 3.0x20mm promus element plus stent was placed without problem. The balloon was totally deflated and it did not adhere to the stent or the lesion, however when the physician attempted to withdraw the stent delivery system back out of the vessel resistance was met causing the unspecified guide catheter to get drawn in 2 to 3cm. Post dilation was performed and the procedure was successfully completed. No patient complications occurred and the patient was discharged.